Event description:
Reporter alleged that medical attention was sought on (B)(6) 2018 around 0700 due to a seizure. A blood glucose test was performed on the prodigy meter and the result was 76 mg/dl. Paramedics were called shortly after and arrived 10 minutes later. Paramedics performed a blood glucose test on their meter and received a 45 mg/dl, approximately 15 minutes after testing on the prodigy meter and receiving a 76 mg/dl. While waiting for the paramedics the end-user just laid there and did not take any medications that morning. Paramedics started an IV with unknown fluids and no other treatment was provided. End-user did not go to the hospital and the end-user did not report another blood glucose result. No further information was provided about this event.